Event description:
The user facility reported during a left hip fracture procedure on (B)(6) 2011, a synthes reamer tip broke and the helical blade advanced and locked with the tip embedded stably inside the locked blade. It was also reported helical blade was used and broken. No further information was provided. This report is for an unknown reamer. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.